Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 68 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. During support, the patient exhibited hemolysis. As treatment, haptoglobin was delivered. The patient also developed an access site bleed prompting a blood transfusion.